Manufacturer narrative:
H3, h6: the reported device was received for evaluation. There was no relationship found between the device and the reported event. A visual inspection revealed the device was returned with original packaging and the device has debris on it. Distal tip and anchor plug are missing, and the proximal implant is on device. No physical damage is visible to the device. A functional evaluation of the returned device found that device does work. Device passed all functional test, device functioned as per manufacture spec. The complaint was not confirmed, and the root cause could not be determined as the condition in which the device was received did not allow for evaluation of the reported complaint. Factors, which could have contributed to the complaint event, include applications of unintended inappropriate or excessive force to the device. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. A clinical evaluation concluded that based on the limited information provided, the root cause cannot be determined. However, a user verses procedural variance cannot be ruled out as contributing factors to the reported events. Per the functional evaluation, ¿a functional evaluation of the returned device found that device does work. Device passed all functional test, device functioned as per manufacture spec.¿ the patient impact beyond the reported cannot be determined and the patient¿s current health status is unknown. Therefore, no further medical assessment can be rendered. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. A review of the material found there are requirements for conformance and a certificate of material analysis is required. Based on the condition of the product material found during visual inspection it was determined that additional material testing is not required. No containment or corrective actions are recommended at this time. B5 was corrected.

Event description:
It was reported that during a shoulder arthroscopy, the tip of the healicoil broke when threading. All the pieces were removed from the patient. The procedure was completed with a s+n back-up device. No significant delay was reported, and no further complications were reported.

Manufacturer narrative:
The reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. A review of the material found there are requirements for conformance and a certificate of material analysis is required. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during use, instruments inside the patient in a shoulder arthroscopy, the tip of the healicoil broke when threading all pieces removed. The procedure was completed with a s+n back-up device. No significant delay was reported, and no other complications were reported.